Manufacturer narrative:
(B)(4). Initial reporter email address: (B)(6). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient became unconscious and her parents called for an ambulance. Because she was unconscious, she cannot confirm whether the device alerted. When the ambulance arrived, the bg was 1.8 mmol/l. She was treated by the ambulance staff and improved but she is not able to clarify what was given to treat the low. At some point after treatment the cgm was reading low and the bg was 2.8 mmol/l. The patient was taken to the hospital and after two hours had another low with a bg of 2.5 mmol/l. She was treated with unspecified fluids and drips. She was kept at the hospital for 18 hours and at the time of the report her blood values were good (no further values provided). Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.